Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is unconfirmed for the reported deflation problem as no anomalies were noted to the device and the balloon fully deflated without any issues. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model at75124 pta balloon dilatation catheter allegedly experienced deflation problem. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The patient's age, gender and weight was not provided.